Event description:
This senior medical surveillance specialist spoke with the pt/layperson in 2009 regarding her complaint of six days prior. A customer care advocate had replaced the meter. The pt reported the following to this specialist. Approximately two months prior to that day, the pt's onetouch ultra meter would not turn on. Reportedly, the pt had replaced the battery several times although the date of the last replacement was not recalled. The pt stopped testing. A few weeks ago, the pt developed headaches, "was feeling out of it", and had blurry vision. The pt spoke with her physician's nurse who advised her to continue taking her usual 50 units 70/30 in the morning and 45 units before dinner. The pt admittedly had forgotten to take her evening 45 units several times. The symptoms were relieved when she took the evening dose. The pt did not see her doctor to check her blood glucose and did not have a back up meter to use. Although the cca resolved the alleged issue, the pt did not resume testing and had not yet used the replacement meter. Although the issue was resolved and the pt admittedly had forgotten to take insulin on several occasions, the complaint is reported due to the pt's symptom of blurry vision that meets the criteria for serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.